Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of between 25 mg/dl and 30 mg/dl. Customer was found unresponsive and did not respond to glucagon. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and caller was not sure if insulin pump was overdelivering. Caller believed that issue was due to fluid from dialysis. The insulin pump will not be returned for analysis.